Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device changeout due to normal battery depletion, post paced t wave oversensing (pptwo) was noted upon interrogation. The pptwo episodes were noted over many years (since 2014). The patient was asymptomatic to the episodes. The device was explanted and replaced. Programming changes were made in new device. The patient was stable and will continue to be monitored remotely.

Manufacturer narrative:
The reported field event of sensing issue could not be reproduced in the lab. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.